Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of led and communication anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose with a value of 369 mg/dl after a sensor warm-up did not start. The event involved product(s) mmt-7841zn, mmt-1884, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed and revealed that the transmitter led did not blink when connected to the sensor or tester, indicating the transmitter may not be working. The customer had fully charged the transmitter before connecting, and the led blinked when disconnected from the charger. The customer was advised to discontinue use of the serialized device, which will be replaced. No further patient complications were reported. No product return is required for mmt-7841zn, mmt-1884, mmt-332a, mmt-242a, mmt-7040a.